Event description:
The info provided to sjm indicated a 6f angio-seal was used to seal the femoral artery and was considered successful. A short time later, in the recovery ward, the pt had a vasovagal episode. The pt described lower back pain. Retroperitoneal bleeding was suspected and confirmed with ultrasound. This was managed in the recovery area and the pt was not kept in the hospital longer but discharged as per her original care plan. The pt was reported to be well. Info provided suggested that the puncture site was above the inguinal ligament.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined.